Event description:
It was reported that an inflatable penile prosthesis (ipp) cylinders and pump device explanted due to perforation and migration. The reservoir was left implanted on the left side in patient. The patient complication occurred during a routine follow-up. The patient is expected to make full recovery.